Event description:
A (B)(6) male pt's nurse practitioner contacted zoll customer support to report constant adjust belt and check te apd messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages) has been confirmed. As received, the belt failed incoming testing. Upon eval, there was no open pulse wire in the cable connecting the distribution node (dn) and the front therapy electrode (te). The cause of the test failure and adjust belt and check te pad messages is the open wire. The root cause of the open wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The pt received a replacement electrode.